Event description:
I had a suicidal pt come to my emergency department where I was the attending physician. They had a laceration to their right arm which had 2 clamp devices I had never seen. I asked other physician, nurses, and medics and they had not seen this device either. I was stuck in the right 4th digit trying to remove it as it had exposed needles that were not visible. This pt has active (B)(6) and now I am being monitored for transmission. I as (B)(6). Reason for use: apparently to close laceration.